Event description:
Pt was being fed using a pump. An unknown amount of an enteral feeding solution was hung, and the pump was set to deliver at an unknown rate. The rptr stated "the feeding finished before time; seems to be running faster than pump is set for". There was no illness, injury or medical intervention resulting from the event. One pt involved.